Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('myometrium contains embedded coiled silver colored metallic wires which fragment removal'), menorrhagia ('menorrhagia/menorrhagia (heavy menstrual bleeding)') and uterine perforation ('uterus perforation / migration of essure device location of device: uterus, malposition of essure device location of device: incorrect position in left fallopian tube/migration') in a 40-year-old female patient who had essure (batch no. B27988-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, urge incontinence, pelvic pain, back pain, menses irregular, hematoma, pelvic congestion syndrome, pelvic adhesions and uterine enlargement. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), gabapentin and zolpidem tartrate (ambien). In 2013, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: candida vaginitis"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: hypersensitivity to food"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 4 months 21 days after insertion of essure. In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), procedural pain ("difficulty placing one of the implants resulting in pain."), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, vulvovaginal candidiasis, depression, anxiety, migraine, abdominal distension, arthralgia, adenomyosis, endometriosis, procedural pain and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, food allergy, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pelvic pain, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, food allergy, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Date of implant: (B)(6) 2013 (please note discrepancy). Patient received treatment for dysmenorrhea cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia heavy menstrual bleeding), psych injury, migration, perforation and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: breakage of essure device, malposition of essure device, migration of essure device. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) other. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. New events "abdominal pain, vaginal infection and uterus perforation", lab data was added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('myometrium contains embedded coiled silver colored metallic wires which fragment removal'), device expulsion ('migration of essure device location of device: uterus, malposition of essure device location of device: incorrect position in left fallopian tube') and menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure (batch no. B27988) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, urge incontinence, pelvic pain, back pain, menses irregular, hematoma, pelvic congestion syndrome, pelvic adhesions and uterine enlargement. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), gabapentin and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: candida vaginitis"). In (B)(6) 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: hypersensitivity to food"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 21 days after insertion of essure. In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and procedural pain ("difficulty placing one of the implants resulting in pain."). The patient was treated with surgery ((B)(6) 2017- hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, vulvovaginal candidiasis, depression, anxiety, migraine, fatigue, weight increased, abdominal distension, arthralgia, adenomyosis, endometriosis and procedural pain outcome was unknown and the menorrhagia, vaginal haemorrhage, food allergy, dysmenorrhoea, dyspareunia, alopecia and back pain had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, food allergy, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: breakage of essure device. Malposition of essure device. Migration of essure device. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hypersensitivity to food, candida vaginitis,depression, anxiety , malposition of essure device location of device: incorrect position in left fallopian tube , migraines / headaches, migration of essure device location of device: uterus, device breakage,myometrium contains embedded coiled silver colored metallic wires which fragment removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, pelvic pain, lower back pain, joints pain, difficulty placing one of the implants resulting in pain. Were added. Outcome of events " allergies and back pain" were updated as recovering. Hair loss, abnormal bleeding, cramping and dyspareunia" were updated as recovered. Lab data, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.